Event description:
Crna (certified registered nurse anesthetist) noticed during or (operating room) case that scd (sequential compression device) box had stopped working. Both crna and circulating rn (registered nurse) made multiple attempts to restart box and restart scds, unsuccessfully. Unable to switch out scd box in the middle of surgery.